Event description:
It was reported that the patient presented to the clinic for a pacemaker system extraction due to pocket erosion. The pacemaker was explanted due to possible infection. The patient was in stable condition throughout the procedure.